Manufacturer narrative:
Localized allergic reactions that occur through immediate edema are well-known and documented reactions in hyaluronic acid injections. In addition, the risk of such reactions is mentioned in the instructions for use of our products. Please find literature data below. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
The event happened "outide" of the u.s., in (B)(6). According to the "receievd" information, immediately after the injection of teosyal rha 2 in the lips area, tha patient presented with a bilateral oedema of the upper cheek, of severe intensity. Patient reaction extended to lower lip approximately 30 minutes after the treatment, and induced immediate treatment to manage the situation. According to the last received information, the patient fully recovered.